Event description:
It was reported that the device failed operation check at the therapy delivery stage. There was reportedly no patient involvement.

Manufacturer narrative:
It was reported that the device failed operation check at the therapy delivery stage. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair. There was no patient involvement. The bench tech evaluated the device and determined that the processor pca(printed circuit assembly) needs replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.